Event description:
After inserting a contact that had been rinsed with this solution. Severe eye tearing, burning, redness lasting 5-10 minutes immediately after use. Symptoms resolved after switching to another bottle of the same product, suggesting a defective or contaminated lot. I have a second brand new unopened bottle from the same lot which I am scared to use now.